Event description:
During the placement of an implant, the clinician using surgical guide print003 did not allow the implant to be placed correctly. The clinician alleged the surgical guide and instructions allowed the osteotomy to be prepared too shallow.